Event description:
Customer return the device for the issue of leak. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the insertion coating was peeling more that 1 square mm. This medwatch is being submitted for the issue of the insertion coating peeling more that 1 square mm observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection it was noted that the insertion coating was peeling more that 1 square mm. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.